Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and right lower abdominal discomfort. The cause of this event was unknown. It was not reported if the patient was hospitalized or treated for cloudy effluent. The patient¿s outcome was not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.